Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary line of potassium back flowed into the primary tubing set during priming. The reporter stated the primary line was running wide open, even though the primary line was set to be off. This occurred while using a non-baxter pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Back flow testing was performed and revealed a defect. The reported condition was verified. The cause of the reported condition was not determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.